Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, high thresholds, high and undefined impedance as well as no pacing were noted on the low-voltage lead. The lead was tried in multiple positions before being replaced. No patient complications have been reported as a result of this event.